Event description:
It was reported that during interrogation, it was found that the device had reached eri. An alert that at least one shock was aborted due to a possible high voltage lead issue was noticed. However, there were no recorded episodes showing an aborted shock and there were no out of range impedances trended in the diagnostics. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.